Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there is physical damage to the insulin pump. The screen is cracked and the act button is not performing accurately. Customer also states that the blood glucose reading is around the high 600 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, and excessive no delivery and displacement tests. The insulin pump had minor scratches on the display window, a cracked case at display window corners, broken reservoir tube lip, a cracked reservoir tube window through the reservoir tube, broken battery tube threads, a broken belt clip slot and a cracked display window at the top left corner.